Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a small area of scarring/epithelial ingrowth inferior nasal on a patient's left eye approximately 18 days post lasik. Patient's flap was lifted in local area and irrigated. Patient is using typical post operative regimen drops.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms are reported to be resolved.